Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It is stated in the file that a healthcare provider (hcp) took a high mag view of the irrigation and aspiration (ia) tips and noted what appeared to be some quality control issues (tips were not smooth, some had a step where the mold comes together, some had ridges that could be felt when running a chopper over the top of them). The root cause for the reported complaint could not be determined. It is stated in the file that a hcp took a high mag view of the ia tips and noted what appeared to be some quality control issues (tips were not smooth, some had a step where the mold comes together, some had ridges that could be felt when running a chopper over the top of them). Additional records were initiated for handpieces I/a. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, there was an anterior capsule tear recently in female patient, which was sub-incisional. The anterior capsule had been intact prior to lens insertion. The tear was usually noted after the retrieval of ophthalmic viscosurgical devices (ovd) from beneath the lens. The healthcare professional suspected that there was something was nicking the capsule, though it was unclear whether it was the irrigation and aspiration tip, iol cartridge, or the lens itself. The issue was identified as occurring almost always when passing beneath the lens with the ia tip. It was possible that this action was putting stress on the capsule, which might have been weakened during iol insertion, but the suspicion was on the ia tip. This not resulted in any harm to patient. The patient's status was good, and no additional surgical or medical treatment was required. There are four medical device reports associated with this report. This file is 4 of 4. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.